Manufacturer narrative:
For one of the pending events, the investigation did not identify a product problem. The cause of the event could not be determined. For one of the pending events, the field service actions resolved the issue. Summary of follow up actions taken: the field service engineer replaced a gear pump head and performed system checks with acceptable results. For one of the pending events, the investigation determined the event was consistent with a preanalytical sample handling issue. Summary of follow up actions taken: the customer's calibration data was requested but not provided. The investigation confirmed the customer's qc was acceptable. The field application specialist confirmed the sample probe was ok.

Manufacturer narrative:
For 3 events, the service actions resolved the issue. For 1 event, the investigation determined the issue was related to inadequate maintenance of the gear pump. For 3 events, the investigation did not identify a product problem. The cause of the event could not be determined. For 3 events, the investigation is ongoing. The follow up actions for 1 event was that service identified cell rinse issues and performed maintenance: replaced rinse tubing, nozzle tip and vacuum pump diaphragm, adjusted the sample probe dispensing positions and checked the gear pump pressure. The follow up actions for 1 event was that the field service engineer aligned probes, verified the rinse arm function, performed maintenance, and changed the gear pump since the pressure was below expectations. The follow up actions for 1 event was that the field service engineer performed preventative maintenance, replaced the sample probe arm and sample probe, replaced the damaged tubing within the rinse station, cleaned the reagent probes, and performed several system adjustments. The follow up actions for 1 event was that the field service engineer replaced, adjusted, and verified the new sample probe was ok. He checked the na concentration of detergent one. He checked the detergent and water levels. He verified the wash levels for the probes were ok. He verified all probe adjustments by performing a system mechanism check. He replaced the gear pump head and adjusted the pressure. He verified the system is set up to use incremental starting cell. He replaced the tips for the drying nozzles. He performed a cell blank measurement and checked the cuvettes. He verified the lamp and cuvettes were last changed (B)(6) 2020. He discussed the frequency of changing the lamp and cuvettes. No further issues were reported by the customer. The follow up actions for 1 event was that the field service representative replaced the reagent and re-calibrated. Calibration and qc passed after the service actions were performed. The follow up actions for 1 event was that the field service engineer performed adjustments and cleaning's to the customer's analyzer. After service, a precision check was performed and had failing results. The follow up actions for 1 event was that the field service engineer ran a 21 cup precision with passing results. There were no follow up actions for 3 events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers continued: (B)(4).

Event description:
Questionable high results were generated by the cobas 6000 c 501 module. The events involved a total of 28 patients with the following: 1 questionable result for tina-quant hemoglobin a1c gen.3-hemolysate and whole blood application (a1c-3), 1 questionable result for phos2 phosphate (inorganic) ver.2, 1 questionable result for creatinine, 14 questionable results for hba1c iii tina-quant hemoglobin a1c iii, 4 questionable results for ca2 calcium gen.2, 1 questionable result for nh3l2 ammonia, 1 questionable result for bilt3 bilirubin total gen.3, 3 questionable results for creatinine plus ver.2, 1 questionable result for hdl-c gen.4, 1 questionable result for mg2 magnesium gen.2. The patients' ages ranged from "baby" to 34 years. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were 2 males. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.